Event description:
The customer reported that the system's left screen would flicker. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative reseated the connection on the power cable and reworked the ground connector. The system was tested and found to be working as intended and put back in service.